Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the complaint device was received at the service center and evaluated. It was reported that the cutter could not be inserted. Per service reports, this complaint can be confirmed. It was observed during evaluation that broken parts from burr were stuck in the locking ring. The repair activities were carried out to bring the device back into functionality. The device was modified, tested and found to be fully functional. User mishandling is the most probable root cause of the identified failure. When the broken parts from burr are stuck in the locking ring, the cutter could not be inserted, therefore is the root cause of the reported problem. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via phone that during an unknown procedure, the cutter cannot be inserted in a fms tornado micro handpiece with buttons. A replacement device was used to complete procedure. No surgical delay or patient consequences reported.